Event description:
The customer reported that the device does not recognize when a therapy cable is attached. The reporter stated that the device may have been dropped and the therapy connector is loose.

Manufacturer narrative:
Physio-control provided technical assistance and parts info to replace therapy connector. Physio-control followed up with the customer who reported that connector was replaced and device is back in use in the hosp.